Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. No complaint sample was available for assessment but a review of our database has found this complaint to be the only complaint received for this issue for this product code and lot number therefore deemed an isolated incident. No clinically relevant supporting documentation was provided; therefore a thorough medical investigation could not be performed. Should clinical documentation become available in the future, the clinical/medical task may be re evaluated. The investigation did not find product defect or manufacturing process issue so no action is required at present. If a sample is received, we will assess and make further investigation if required. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided and/or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. Luca orlandini and/or j. Templeton, medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information surgical procedure/post-operative care review device labeling (including technique guides, ifus, etc.) No clinically relevant supporting documentation was provided; therefore a thorough medical investigation could not be performed. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time.

Event description:
It was reported that during a shower as usual but with this batch the cover layer over the pad is allowing water in. The pad is becoming soaked with water. The adhesive around the island dressing is all suck down and has a good adhesion to the skin with no area for water to get through. The excess water caused for the wound to become over moist and the wound is now being treated for infection.